Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging the meter was displaying a message to "try another test strip." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1/supplemental report text-6/7/2013. The lay user/patient¿s products have been returned and evaluated by lifescan product analysis on 5/16/2013 with the following findings:the meter involved in this case has passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.